Event description:
This 60-year-old male with t4an1m0 anal squamos cell carcinoma began study treatment with mitomycin c 20mg on (B)(6) 2025 and daily capecitabine 1500mg daily since (B)(6) 2025 on radiation treatment days. The patient has also begun treatment with radiation starting on (B)(6) 2025, 23 fractions given prior to sae occurrence. Last dose of mitomycin c was on (B)(6) 2025, and last dose of capecitabine and radiation was on (B)(6) 2025. The patient has no prior history of cancer, and personal medical history significant of hiv, aids, htn, t2dm, hld, peripheral neuropathy, fibromyalgia, insomnia, anxiety, depression, ptsd, back pain, gerd, psychosis, hematochezia. The patient is currently taking the following concomitant medications: albuterol inhaler, aspirin, azelastine hcl, baclofen, buspirone, capsaicin cream, cetirizine, cholecalciferol, chromium picolinate supplement, cyclosporine (restasis), daily multivitamin, dolutegravir lamivudine (dovato), dulaglutide, fluticasone, guaifenesin (mucus relief), hydroxyzine hcl, hydroxyzine pamoate, lidocaine, lisinopril, lorazepam, melatonin, meloxicam, metaxalone, metformin-xr, pantoprazole, pregabalin, rosuvastatin, silver sulfadiazine cream, simethicone, temazepam, trazodone, viibryd, fenofibrate, trifluoperazine hcl. On (B)(6) 2025 the subject began to experience severe rectal pain grade 3. The patient presented to icc for evaluation on (B)(6) 2025 and was admitted for continued monitoring and symptom management. He was ordered dilaudid for pain management. CT ab/pelvis performed (B)(6) 2025 resulting with questioned slight worsening inflammatory changes adjacent to the rectum with may relate to proctitis superimposed upon known neoplasm, and similar appearance of rectal mass with adjacent lymph nodes? No definite associated fluid collection/abscess. Relevant lab findings upon admission (B)(6) 2025 include leukopenia wbc 3.01, anemia hgb 9.6, hyponatremia na 130, elevated pt/inr? Pt 15.3 inr 1.2. The patient was advised to continue home oxycodone but at increased frequency. All other medications continued as prescribed. (B)(6) research staff notified of event on (B)(6) 2025. Patient remains hospitalized at time of this message. The event was attributed as possibly related to mitomycin c, possible related to capecitabine, possibly related the radiation therapy, and definitely related to anal squamous cell carcinoma disease.